Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. Additional information not reported by site: the instrument was found to have the base of the distal clevis broken. The broken piece was not returned, measuring roughly 0.115 x 0.204 in size. This failure is most commonly caused by overloading at the instrument tip. The plastic proximal clevis was also found broken. No missing material. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during da vinci assisted total benign hysterectomy procedure, the joint of the permanent cautery spatula did not articulate. It was noted that it had a loose cable at distal tip. The procedure was completed and there was no patient injury.